Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: 6947 implantable tachy lead - unk 4574 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was hospitalized due to a systemic infection. As a result, the system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.